Event description:
It was initially reported that the patient experienced return of unspecified symptoms; patient had recent CT scan. The patient is hospitalized for an unknown reason per the managing hcp. The patient receives lioresal 2000 mcg/ml at a daily dose of 600 mcg and bupivicaine 4 mg/ml at a daily dose of 1.2 mg. Device troubleshooting was being considered. The hcp later reported that the patient was admitted due to "spasms" and is currently taking baclofen orally 20mg three times daily. It was unknown if any changes have been made with pump medication or if any device troubleshooting has been done. She is unsure of plans for this patient, but thought he would be in the hospital for a while. A follow-up report will be sent if additional information becomes available to us.